Event description:
Physician was attempting to use one endeavor resolute drug-eluting stent (2.25mmm x 30mm) to treat a calcified lesion in a tortuous vessel. It was reported that the stent dislodged while being withdrawn after failing to cross the lesion. Patient status is reported as good. No clinical sequelae were reported. Please note that this device (endeavor resolute) is distributed outside the united states; however, it is similar to the united states distributed product (resolute integrity).

Manufacturer narrative:
Evaluation results: inherent risk of procedure ¿ (failure to deliver and stent dislodgement), patient¿s condition affected effectiveness of device (lesion morphology) ¿calcification and tortuosity. No results available since no evaluation performed: device or procedural images not provided for review. Evaluation conclusions: device failure/lack of effectiveness related to patient condition (lesion morphology): calcification and tortuosity. (B)(4).